Manufacturer narrative:
It was reported that compressor making strange noise when turned on and not providing treatment. It was reported that the device is "not providing treatment medication to patient". It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Device not providing treatment.